Manufacturer narrative:
The patient and spouse report no falls prior to the lead migration. The original lead was tined and the lead moved forward after having been implanted for close to 3 years. It is unclear if the lead had been gradually shifting over the 3 years or if there was an event or other contributing factor to the movement. Migration of components is a known inherent risk of implantable neuromodulation devices.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 after participating in a trial with a different manufacturer. The patient reported receiving good therapy and reduction in pain levels from 8/10 down to 1-2/10 with use of the nalu system. In early 2025 the patient reported loss of therapy at the desired location. Xray imaging was performed and found that the implanted lead had migrated away from the intended nerve target. On (B)(6) 2025 a surgical revision was performed to remove the lead that had migrated and place a new lead back at the intended location. During the procedure the implantable pulse generator (ipg) was also replaced out of caution to avoid any potential handling damage from the revision procedure.